Event description:
It was reported that, this electrode dislodged leading into oversensing and an inappropriate therapy. Subsequently, this electrode was repositioned and remains in service. No additional adverse patient effects were reported.